Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of hi blood glucose test results. Expected blood glucose test result range is not known. Customer, ms (B)(6), let her friend, ms (B)(6), use her meter. Blood glucose test performed by ms (B)(6) produced result of hi fasting. Customer observed symptoms of frequent urination, dry mouth, and eyes feel funny. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 with ms (B)(6) produced results of hi and hi. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/18/2018 and open vial date is month of (B)(6) 2015. Recall test results performed fasting from meter memory: hi; (B)(6) 2015; 02:15pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of hi blood glucose test results. Expected blood glucose test result range is not known. Customer, (B)(6), let her friend, (B)(6), use her meter. Blood glucose test performed by (B)(6) produced result of hi fasting. Customer observed symptoms of frequent urination, dry mouth, and eyes feel funny. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 with (B)(6) produced results of hi and hi. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is month of (B)(6) 2015. Recall test results performed fasting from meter memory: hi (B)(6) 2015 02:15pm . Adverse event not reported.